Event description:
Device 3 of 3. Reference MFR report #1627487-2015-06016, 1627487-2015-06025.

Manufacturer narrative:
It is unknown which scs lead was out of spec; therefore, both are being reported as such. Results: the complaint of ¿patient discomfort¿ was not confirmed. Returned two lead models 3189 were received and passed the conductivity test except lead ¿b¿. Damage on the lead ¿b¿ was consistent with explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 reference MFR report #1627487-2015-06016 and 1627487-2015-06025.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2015-06016, 1627487-2015-06025.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.